Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08740 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump and carelink. On the event date of 04-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 5.375 u and dailytotalofbolusinsulindelivered = 8.75 u which is equal to the dailytotalofallinsulindelivered = 14.125 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week from to the event date of 04-dec-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 12/03/2025 from 22:19:00.000 until 23:52:00.000 and 12/04/2025 from 00:02:00.000 until 02:18:00.000 during basal deliveries. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms on 11/23/2025 at 13:19:00.000, replace battery alert on 11/23/2025 at 22:50:00.000, replace battery now alarm on 11/23/2025 at 23:21:00.000 and power loss alarm on 11/23/2025 at 23:32:14.000. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked down button keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm and blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, and blank screen on the pump. The customer reported a blood glucose value of 21 mmol/l. The customer experienced hyperglycemia and was treated with an insulin pump, and was hospitalized. The symptoms customer reported at the time of hospitalization event: peeing every 30minutes, thirsty, dehydrated, dizzy, hot flushes, really tired. The event involved product(s) mmt-1885. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past-resolved event. Troubleshooting was performed for the blank screen, and the display was not blank at time of call. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.